Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see a fire, smoke or sparking, but that the transformer housing got hot and a hole melted into the transformer housing. She indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been received. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the power supply for her pump became hot, melted and has a hole. No injuries were reported.